Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for pacing impedance out of range. The impedance had been increasing over time. The lead remains in use. No patient complications have been reported as a result of this event.